Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that there was an issue with ippc (ippc communication lost). The fse replaced the ippc and system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the device to use in good working order.